Event description:
Healthcare professional reported via device tracking "for bilateral removal was noted as ¿capsular contracture" baker grade iii. Device has been explanted and replaced. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: weight to spec, crease flat and white particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Event description:
Healthcare professional reported right side ¿capsular contracture,¿ baker grade iii. Device was explanted.